Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there is a chip in the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer states they also received motor error and motion sensor test failure alarms. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor error alarm due to the motion sensor test failure alarm. The pump also had a broken reservoir tube lip, a missing reservoir tube lip o-ring, and minor scratches on the display window.